Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended.